Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for t wave oversensing. It was also noted that the r wave appeared to have a low amplitude. Follow up was performed and it was noted that there is also right bundle branch blockage. The device was reprogrammed to use the most appropriate vector. This s-ICD remains in service. No additional adverse patient effects were reported.